Event description:
Meter name: ultra meter. Strip name: ultra strips. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: no symptoms. A pt reported they were not able to test. Their meter allegedly would not power on. Not able to get a blood reading at all. No treatment. User is a pt testing 4+ times a day. No further info has been reported.